Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At lunchtime on (B)(6) 2022, the patient self-administered novolog insulin based upon the cgm value of 220 mg/dl. He did not check his bg with a glucometer. As he was waiting for the novolog to kick in before he ate lunch, he lost consciousness. He did not feel symptomatic or different prior to passing out. In the evening several hours later he woke up and the cgm values remained around 220-230 mg/dl. He ate fruit and orange juice, and realized that he had hurt himself during the event (fat lips, hurt his legs, bruise on chest, cuts on both arms). He compared the cgm values to an unspecified bg finger stick value and they were 100 points off. The patient did not seek medical attention and after the event he felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.